Event description:
It was reported in a journal article that one patient is experienced an intraoperative femoral fracture during stem insertion. The level of fractures was at the very end of the distal portion of the stem and was treated by open reduction and internal fixation with cerclage wires in 3 days form the index operation. At post operative 2 year follow up, the fracture was healed and the patient was free of symptoms. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: arcos proximal body ¿ unknown part and lot. Head ¿ unknown part and lot. Cup ¿ unknown part and lot. Liner ¿ unknown part and lot. Report source: south korea. The product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Citation: https://doi.org/10.4055/cios22197.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: post-operative radio graph showed femoral fracture at the distal end of the stem. Treated by open reduction and internal fixation 3 days after index operation. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.